Event description:
It was reported that the rewarm started in the arctic sun device at 1pm and nurse stated patient should be at target temperature by then. Patient temperature had not gone above 35.2c. Target temperature was 36.5c. Esophageal probe in use and verified placement. Water temperature was 39.9c-40c, water flow rate was 1.3 l/m. Neonatal pad in use. Mss explained device appeared to be responding to patient temperature appropriately. It was making very warm water. Trending device indicator showed 2 bars trending upward so device was predicting patient temperature increase over the next hour or so. Mss discussed turning up radiant warmer to assist and adding rolled blankets to the sides to "taco" baby in and assist with coverage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. It was unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rewarm started in the arctic sun device at 1pm and nurse stated patient should be at target temperature by then. Patient temperature had not gone above 35.2c. Target temperature was 36.5c. Esophageal probe in use and verified placement. Water temperature was 39.9c-40c, water flow rate was 1.3 l/m. Neonatal pad in use. Mss explained device appeared to be responding to patient temperature appropriately. It was making very warm water. Trending device indicator showed 2 bars trending upward so device was predicting patient temperature increase over the next hour or so. Mss discussed turning up radiant warmer to assist and adding rolled blankets to the sides to "taco" baby in and assist with coverage.